Event description:
Caller reported a cgm error and sought help for resolution. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully started their sensor session without further errors.